Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency department following a syncopal episode and fall. Interrogation of the device with a programmer noted two stored ventricular episodes that showed varying signal amplitude measurements and intermittent oversensing that appeared to be related to t-waves. Technical services (ts) noted some variability in the timing in the stored episodes that could be an irregularly conducted atrial fibrillation (af) driving elevated ventricular rates near 100 beats per minute (bpm). The root cause of the syncope was unknown. Medication changes were made, the device was reprogrammed to vvir and the patient was discharged. The patient will be scheduled for in-clinic follow up with their following physician on an unknown future date. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.